Event description:
It was reported that the patient felt vibration near the implantable pulse generator (ipg) device area, but more toward their arm. The symptoms were able to be reproduced with battery/lead measurement test. Turning off chronic lead trend was recommended. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).